Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to helix retraction issues. This rv lead had low amplitude, and suspected dislodgement. Upon revision, the helix was unable to be retracted to allow the lead to be repositioned, and subsequently, this rv lead was surgically abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported.